Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) lost consciousness due to potential loss in pacing output that occurred exactly at the time of a telemetry interrogation, prior to the crt-p explant procedure due to normal battery depletion. The patient regained consciousness within 15 seconds after the programmer wand was removed. An adequate interrogation was succeeded after a second attempt was performed. All measurements were appropriate. Subsequently, this pacemaker was explanted, replaced and it is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) lost consciousness due to potential loss in pacing output that occurred exactly at the time of a telemetry interrogation, prior to the crt-p explant procedure due to normal battery depletion. The patient regained consciousness within 15 seconds after the programmer wand was removed. An adequate interrogation was succeeded after a second attempt was performed. All measurements were appropriate. Subsequently, this pacemaker was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this cardiac resynchronization therapy pacemaker (crt-p) was thoroughly inspected and analyzed. Visual inspection noted no anomalies. The device was not able to be interrogated and had no latitude data upon review of the memory log. The device case was subsequently opened, and visual inspection revealed no irregularities. The battery was removed, and the crt-p was connected to an external power source, passing all tests and operating normally. The removed battery was analyzed, and it was identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the reported clinical observations.